Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Samples from current production were taken and inspected, and issue reported "cuff deflated" was not observed in the current manufacturing process. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. The root cause is unknown at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the "at a inflation test prior to use, the cuff was able to inflate, but soon deflated." No report of patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed and the cuff and pilot balloon were inflated. No issues were detected. They did not stay inflated, however. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, it was found that the et tube leaked from the middle of the cuff. Microscopic examination of the cuff revealed that there was a small cut in the middle of the cuff. No other defects were observed. The reported complaint of "cuff deflated during testing" was confirmed based upon the sample received. The returned et tube was found to have a small cut in the cuff which prevented it from being able to stay inflated. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore, it is unlikely that this type of damage was present at the time of manufacturing. Based upon the damage observed it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges the "at a inflation test prior to use, the cuff was able to inflate, but soon deflated." No report of patient involvement.